Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs). The customer contact reported that when the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the wall of the blood container. The customer contact reported that a "minimal" volume of blood leaked. After an unspecified length of time, the replacement unit of prbcs was delivered to the pt. There were no reported adverse pt events and no reported delay in critical therapy to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.